Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a "choledocotiasis" procedure performed on (B)(6) 2013. According to the complainant, during procedure, the hydrophilic tip of the guidewire detached exposing the corewire tip. No parts of the jagwire detached inside the patient. The physician did not experience any difficulty advancing the guidewire, but due to the damage to the guidewire physician had trouble withdrawing the guidewire. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.